Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 107 mg/dl at the time of the incident. The reservoir will not be returned for analysis. Customer stated that they trying to remove a big air bubbles on her reservoir but was not able to detach the tubing. The reservoir will be returned for analysis.